Event description:
It was reported that the unit has malfunctioned causing surgeon to make slightly larger incision. The patient required medical intervention 3 stitches were reported to be required.

Manufacturer narrative:
No additional adverse consequences or medical intervention was reported for the patient.

Event description:
It was reported that the unit has malfunctioned causing surgeon to make slightly larger incision. The patient required medical intervention 3 stitches were reported to be required.